Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The device failed multiple self-tests due to a low battery between (B)(6) 2013 and (B)(6)2016. An increase in voltage during this time suggests a further pad-pak was installed. The data obtained from the device showed evidence of manual power-ups of ten minutes duration occurring between the (B)(6) 2013. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.